Event description:
As reported: report received 22apr2022: my father went for angioplasty and the tip of the catheter broke in the artery and occluded it completely. As a result, he had some infarction and was rushed to the or for an open-heart surgery. I want to know how a flexible catheter can break in the artery. Additional info received on 29apr2022 from patient's family member: turnpike spiral catheter broke inside the artery during angioplasty. The incident happened on (B)(6), 2022. As a result, the artery got completely occluded and the patient needed CABG. Due to blood deprivation, his ef dropped from 65% to 35%. Additional information received on 29apr2022 from the physician - this was a calcified mid lad lesion 99%, wired with a guidewire, but failure to cross with a microcatheter, and could not pass another guidewire to the distal vessel. Lesion could not be crossed with a turnpike spiral. The tip of the turnpike spiral broke off in the lesion in the attempts to torque through the lesion. Attempts to wire around the turnpike tip were unsuccessful, and the vessel was now 100% occluded instead of 99% occluded. The patient went to surgery quickly, (within 1 hour) and had successful lima to lad.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. No lot number was provided by the account. Therefore, a manufacturing record review could not be completed. Case details were reviewed. A patient underwent an angioplasty procedure for a calcified mid lad lesion. A turnpike spiral was used in the case. The tip of the catheter broke and occluded the artery completely. No unit was returned for evaluation. It is unknown how much of the tip broke off, type of damages observed on the tip and/or if any other damages were present along the shaft of the catheter. Additional information as requested from the account. A response was received. The turnpike spiral broke inside the artery during the procedure leading to occlusion. Ef dropped from 65% to 35% due to blood deprivation. Physician stated that mid lad lesion was 99% occluded. An 0.014" guidewire with a microcatheter was used that failed to cross. Another 0.014" guidewire to the distal vessel could not also pass the lesion. A turnpike spiral was used to torque through the lesion. However even this attempt was also not successful. A guidewire around the turnpike spiral tip could not be achieved. Patient had to undergo a CABG surgery and had a successful lima to lad. It is likely that the turnpike spiral was operated against resistance against a calcified vessel that could have led to the tip incurring damages. Subsequently, leading it to break off within the artery causing 100% occlusion. Per IFU, the following warnings, precaution and adverse events were identified. Never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. If using the turnpike or turnpike lp, unwind the catheter to its relaxed position and apply backward tension in order to dislodge the tip. If using the turnpike spiral or turnpike gold, rotate the catheter in the counterclockwise direction with backward tension in order to dislodge the tip. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Myocardial infraction is identified as a potential adverse effect that may be associated with the use of turnpike catheter. The procedural report on the intervention and the surgical report of the CABG were not shared. The turnpike spiral was discarded. It is unknown to what extent, degree, or rigor this device has seen use and handling. Based on the information, the most likely root cause of the issue is undeterminable.